Event description:
Device report from synthes reports an event in japan as follows: this pc is related to (B)(4). (B)(4) reports the infection after the primary surgery. This pc reports the breakage of the screws in the removal surgery. It was reported that on an unknown date, the patient underwent primary surgery for clavicle fracture with va lcp clavicle plate and locking screw. On an unknown date, the patient was found to have an infection, so on (B)(6) 2023, removal surgery was performed. At that time, it was confirmed that the locking screws were broken. All the implants, including the broken locking screws, were successfully removed from the body, and it was confirmed that none remained in the body. The broken screws were two locking screws placed in the second third from distal. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) unk - screws: va locking this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - screws: va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.